Event description:
The following has been reported: 1. Programming start date and time: (B)(6)2025 at 20:00. 2. Physician order and medication to be infused: 60 mg bupirop + 250 mcg fentanyl + 240 ml ssn 0.9%. Each ml 0.1 mcg fentanyl + 0.125 mg bupirop. Go to 5 mcg/hour. Event reported to intermediate care unit. On (B)(6)2025 at 20:00 hours by dr.(anesthesiologist), 250 ml was programmed to go to 5 ml/hour in continuous infusion, which indicates not to manipulate catheter and infusion until monday, in case of any event inform her by phone. 3. Parameters to program the infusion: 5 ml/h, 250 ml. 4. Estimated time to spend infusion: 50 hours. 5. Start date and approximate time to start programming: (B)(6)2025 at 20:00. Date and approximate time of end of infusion: (B)(6)2025 at 3:24 a.m. The next day (B)(6)2025) in the morning hours, the anesthesiologist observed that the drug had run out, the doctor on duty reported that the patient was in pain, performed an intervention (rescue with bupirop + fentanyl) and removed the catheter. The infusion pump is in the custody of fresenius kabi colombia. Intervention required by the patient: rescue with bupirop + fentanyl and removal of the epidural catheter was performed. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. It has been observed that infusions are regularly restarted. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.